Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14393364, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3304250, model: sc-3304-25, serial: 342603, batch: 13964142, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2208500, model:sc-2208-50, serial: (B)(6), batch: 179825, UDI: (B)(4).

Event description:
It was reported that the leads of the patient had impedances. The patient underwent a lead explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2208500, model:sc-2208-50, serial: (B)(6), batch: 179825. UDI: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the leads of the patient had impedances. The patient underwent a lead explant procedure. The explanted devices were disposed by the facility.